Event description:
It was reported that the user experienced recurrent low blood glucose events at night and after meals while using the ilet system, with lows confirmed by fingerstick and occurring for about an hour; the user reported taking manual insulin injections per healthcare provider direction and sometimes disconnecting from the pump, and device low and urgent low alerts were received. Symptoms included hypoglycemia with a reported nadir of 40 mg/dl without loss of consciousness or other acute neurologic symptoms. Outcomes included self-treatment with oral carbohydrate and no need for medical intervention or assistance. Investigation included review of user reports and troubleshooting with education regarding bolus-carbohydrate alignment and consideration of retraining. Investigation of this case revealed that the cause of hypoglycemia remained unclear given concurrent manual injections and pump disconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.